Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97791, product type: accessory. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was a loss of therapeutic relief. The patient had increased pain. The patient reported decreased pain relief. The patient was scheduled for a lead revision during which surgical observation revealed two fractured leads. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. The etiology was reported as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative for a clinical study reported there was a lead migration with fractured electrodes that resulted in explant. Additional information was requested on the onset of lead migration, along with any signs or symptoms, and diagnostics/troubleshooting performed. If additional information is received a follow up report will be sent. Patient indication for use was non-malignant pain and other non-malignant pain. Refer to manufacturer report # 6000153-2015-00409 the patient had multiple leads removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.